Event description:
A physician suspected that a patient's generator battery had reached the 25% life remaining indicator faster than expected. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming history was reviewed for the patient's device. As of the most recent clinic visit less than 2 years after the date of implant, the generator displayed the 25% battery life remaining indicator upon interrogation; however, only 30% of the battery capacity had been consumed to date. This discrepancy is an indication that the battery was depleting faster than expected. Impedance was within the normal limits throughout the available programming history. It appeared likely that the cause of the premature battery depletion is related to the manufacturing process of the generator. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
It was reported that this patient received a generator replacement due to low battery. The explanted generator has not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
The generator underwent product analysis and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The battery was removed and the pcba was subjected to several electrical test in which the pcba failed several of the electrical tests that were related to supply current consumption. After the trimmed edge of the pcba was cleaned, an electrical test showed that the pcba performed according to functional specifications. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation. No further relevant information has been received to date.